Event description:
It was reported that approximately 27 months post implant of a bifurcated device, a suprarenal aortic extension, and an infrarenal aortic extension, an endoleak was identified. Reportedly, the patient presented with a ruptured aaa. A separation between the components was discovered, and repaired with a gore tag device. Patient is in stable condition.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Twenty-seven months post implant, there was evidence to support: a type iiia endoleak, rupture, and complete component separation (stent graft complaint). The secondary procedure of a non endologix thoracic stent placement was confirmed. The final patient disposition could not be established due to lack of information, however it was reported that the patient was in stable condition post repair. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.